Event description:
The customer contacted physio-control to report that their device would power on or off intermittently by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the electronic data downloaded from the customer's device and verified that the reported intermittent power-off's occurred. Physio performed extensive troubleshooting of the device, which included environmental testing (hot, cold and humidity) but was unable to duplicate the reported failure. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use.the cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4): physio-control completed an initial evaluation of the customer's device but was unable to verify the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.